Event description:
Patient presented to the physician with stabbing pain under the ipg. Physician ordered imaging and observed a pleural effusion. Imaging showed a well-placed sensing lead with no penetration into the thoracic cavity. Fluid was drained. Physician brought the patient into the or and removed the ipg and sensing lead with plans to re-implant the patient later.